Event description:
Lead impedance range reported between 400-1300 ohms. Lead was replaced. It was later reported that the capped lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation conductor fractured, the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay melted and had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.